Event description:
While using a byte night aligners, patient reports that they are experiencing pain in their lower jaw. The pain does not go away until several hours after taking out their aligners. They are also reported that the aligners are causing their bite to become crooked. Their dentist has confirmed this. They also reported that their aligner might have cracked and is cutting into their gums at night. Provided information and tips for jaw discomfort. Requested findings from their last dental visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.